Event description:
It has been reported that device would not power on for self diagnostic check. (No associated deployment of device).

Manufacturer narrative:
(B)(4). Device eval pending. Reported as device alert could not be cleared by operator.